Manufacturer narrative:
An amplifier card has been delivered to the customer site and will be replaced on the patient information center ix (pic ix). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint was escalated for technical investigation. The philips software development engineer found that the speakers were properly connected to the host following the issue and selected as the default device on windows. After rebooting, the audio worked as expected. The host was subsequently replaced by a different pc. The sound continues to function as expected. The ongoing investigation confirmed that there were application restarts leading up to the loss of audio. The logs further indicate that the sound manager was active and functional until the system restart. The investigation determined that the issue is most likely due to hardware malfunction. The current philips amplifier card does not support speaker connection detection as long as signal monitoring. The fse was advised to check the hardware for obvious problems and to change the affected hardware. The reported problem is considered confirmed. The amplifier card was subsequently replaced by the customer to resolve the issue.

Manufacturer narrative:
The complaint was escalated for further investigation and the philips software development engineer reproduced the issue. Philips in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that the acoustic alarm could not be heard; there was a visual alarm only. The system did not respond to mouse click and reboot via the system configuration. The issue was immediately addressed with hard reset of the computer. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
For clarification, there were several issues just prior to the failure of the acoustic alarm to be heard. The philips software development engineer reproduced the issue of the watchdog being stuck in crashed service restart. This issue is not related to the loss of audio and is addressed in software version 4.3.1. Concerning the loss of audio, the speakers were properly connected to the host following the issue and selected as the default device on windows. After rebooting, the audio worked as expected. The host was subsequently replaced by a different pc. The sound continues to function as expected. The ongoing investigation confirmed that the there were application restarts leading up to the loss of audio. The logs further indicate that the sound manager was active and functional until the system restart. Early investigation has not determined the specific cause of the sound loss. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.